Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no response. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Other relevant patient comorbidities? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the vaginal mesh erosion first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Date and surgical findings of eroded mesh removal surgery? Was any deficiency or anomaly of the mesh? If yes, please describe it. Product code and lot number? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling surgery on unknown date and the mesh was implanted. The patient experienced a vaginal mesh erosion and underwent a removal of eroded mesh. No further information is available.